Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer went to the emergency room (ER) due to a low blood glucose (bg) level of 40 mg/dl. Reportedly, customer administered too much insulin causing them to go low. Customer attempted to self-treat by consuming glucose tablets, however; was treated intravenously with fluids of saline at the ER. Customer declined to provide additional details for ER visit. Tandem technical support assisted the customer with adjusting their bolus setting to address the event.